Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately six years following initial implant, the patient underwent right shoulder revision due to a rotator cuff tear, and the humeral head rocked the glenoid and sheered it from the fixated cage. Hardware was removed and converted from anatomic to reverse. The surgical procedure was prolonged approximately 15-30 minutes as the surgeon needed to ream a new hole in the glenoid to find better bone and more trailing was required to get the right implants selected. The patient was last known to be in stable condition following the event